Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer encountered high blood glucose. The customer's blood glucose was 429mg/dl. The customer's blood glucose fluctuated from 186mg/dl-254mg/dl. The customer also had issues with different sets. Customer declined troubleshooting, because he needs to find a set that works in order for blood glucose to come back down to normal.